Manufacturer narrative:
The returned ipg sc-1110-02 serial number (B)(6) was analyzed and the reported that the event of the patient experiencing pain around the pelvic region and the ipg could not be confirmed. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. The returned lead sc-2218-50 serial number (B)(6) was analyzed and the reported event of the patient experiencing pain around the pelvic region and the ipg could not be confirmed. The lead passed the impedance test. X ray for registration passed successfully. The lead exhibits normal characteristics. The returned lead sc-2218-50 serial number (B)(6) was analyzed and the reported event of the patient experiencing pain around the pelvic region and the ipg could not be confirmed. Visual inspection revealed that the electrode number 2 is deformed and flattened. Deformation of the contacts is consistent with damage caused by the use of a surgical tool. It appears that the lead contact was damaged during the explant procedure. The lead passed the continuity test. Based on all available information, engineers concluded that the event of the patient experiencing pain around the pelvic region and the ipg could not be confirmed. The ipg exhibits normal device functionality. The returned lead sc-2218-50 serial number (B)(6) exhibits normal characteristics and passed all tests. Additionally, the returned lead sc-2218-50 serial number (B)(6) passed the electrical test. However, visual inspection revealed that the electrode number 2 is deformed and flattened. It appears that the lead contact was damaged during the explant procedure. A labeling review was also performed for the ipg and indicated that pain at the ipg or lead sites is one of the potential risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced intense pain around the pelvic region and the implantable pulse generator (ipg). The patient required fentanyl for pain relief. The patient underwent a revision procedure and the spinal cord system (scs) system was explanted. The patient is doing well post-operatively and the pain has completely resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: n/I, upn: unknown internal leads, model: n/I, serial: n/I, batch: n/I.

Event description:
It was reported that the patient experienced intense pain around the pelvic region and the implantable pulse generator (ipg). The patient required fentanyl for pain relief. The patient underwent a revision procedure and the spinal cord system (scs) system was explanted. The patient is doing well post-operatively and the pain has completely resolved.

Event description:
It was reported that the patient experienced intense pain around the pelvic region and the implantable pulse generator (ipg). The patient required fentanyl for pain relief. The patient underwent a revision procedure and the spinal cord system (scs) system was explanted. The patient is doing well post-operatively and the pain has completely resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4) batch: 14594213 product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4) batch: 14594213